Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed, and the event was unable to be reproduced. The suspected cause of the event was lead insulation damage. No additional intervention was performed to resolve the event. The patient was in stable condition.